Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The blood glucose reading was 276 mg/dl. The customer stated that they had tried 5 new batteries and the screen would not return. Troubleshooting was conducted, but the issue was not resolved. The customer was advised to discontinue use of the insulin pump and revert to their back-up plan. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.